Manufacturer narrative:
The lot number for the two reported malfunctions was not provided, therefore the lot history reviews were not performed. The devices for both malfunctions were not returned for evaluation; however, medical records were provided and reviewed for each malfunction. The investigations for the two reported malfunctions are confirmed for filter migration. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration. This information was received from various sources. This malfunction involved two patients with no consequences. Both were female patients; one patient was (B)(6) years and weighed (B)(6) kgs and the other patient was (B)(6) years and weighed (B)(6) lbs.